Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Event description:
The customer states, that impression is seen with the architect c8000 creatinine assay. Patient #2 generated results of 218, 218, and 280 mmol/l. There is no impact to patient management reported.